Manufacturer narrative:
The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly and was received with a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer stated that his blood glucose was 200 mg/dl at the time of the visit. Customer's current blood glucose is 53 mg/dl. Customer treated with the pump. Customer had nausea and was throwing up. Customer was released 2 days later and was wearing the insulin pump at the time of the emergency room visit. Customer declined to perform the high pressure test. Customer stated that even with the pump giving him insulin, his blood glucose was not going down. Customer will shipped out a replacement pump. Customer was also advised to discontinue use of the pump and revert to a back-up plan.